Manufacturer narrative:
Investigation of returned suspect fusion mains cable finds that as returned, the plug had been removed from the cable. A continuity check of the cable revealed an open in the blue wire. There is no apparent physical damage to the cable that would explain the open. The reported issue was confirmed to be caused by an electrical failure of the cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Per the initial MDR, a medtronic representative confirmed the navigation system was functioning properly after the cable was replaced. Correct FDA evaluation codes provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement fusion mains cable shipped to site (B)(6) 2016. No parts have been received by manufacturer for analysis. On 10/07/2016 medtronic representative confirmed the navigation system was functioning properly after the cable was replaced. No further issues have been reported.

Event description:
A medtronic representative reported that, prior to the start of a procedure, the site's navigation system re-booted while the site was going through the exams. The site used a second navigation system for the procedure. The medtronic representative was unable to power on the navigation system. Identified another main power input cable going into the isolation transformer and the issue was resolved. There was no patient present when this issue was identified.